Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (mlad) artery with mild calcification and moderate tortuosity. The 3.5x48 xience xpedition stent delivery system (sds) was implanted, however, a distal edge dissection occurred post deployment. A 3.5x18mm xience xpedition sds was used to treat the dissection and implanted but dissection also occurred post deployment. A 3.5x12mm xience xpedition was used to treat the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition 48, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional xience xpedition device referenced is being filed under a separate medwatch report number.